Event description:
It was reported that pump experienced malfunction with alarm and had cracked and shattered screen, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer declined to reset pump after receiving reset instructions, chose to rely on multiple daily injections for backup therapy, and technical support arranged pump replacement, with no additional information provided regarding outcome after replacement.